Event description:
It was reported that bd syringe 1ml s/t w/ndl 25x5/8 rb had a syringe needle connectivity issue. Verbatim: complaint via email. Email(s) attached hi I wanted to flag a recurring issue we¿ve started seeing with the most recent shipment of s9244 syringes (lot 5217904). These syringes were received on 3/20/26 and entered production on 3/25/26 (per deacom). Yesterday, I was notified that the team is encountering a number of syringes missing the needle cap at the time of use. We routinely use well over 500 of these syringes per day to complete orders, so syringes are not individually examined ahead of time beyond confirming that the packaging appears sound to maintain sterility. Because the hub itself is clear, the absence of a needle cap does not really stand out at a glance, making it difficult to catch during normal use. Initially, the team began noticing the issue after needles broke off or bent during the standard tapping step. As part of our normal process, the capped needle is lightly tapped on the hood surface prior to use to confirm the needle hub is securely seated. When a syringe is missing its cap, that check can¿t be performed. Any time we¿ve tried proceeding without performing the tap to verify the hub, we¿ve seen the pressure from depressing the plunger cause the needle hub to eject from the syringe and into the treatment bottle. Additional information: I was notified of the issue on 29-04-2026. I was informed it had been occurring prior to that, but the frequency increased around that time, prompting it to be reported. Yes, I have samples available. Please send the return label to the address listed below under my name. Samples should go out today. They mentioned seeing a few cases where the needle hub was not attached to the syringe, so I gave it a few extra days to see if they could provide a sample of that as well. My department does not use these on animals or humans¿the primary risk is to the user.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.